Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician believed that the ipg had moved. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician believed that the ipg had moved. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was moved more laterally. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician believed that the ipg had moved. The patient will undergo a revision procedure wherein the ipg will be relocated.